Manufacturer narrative:
A4. Weight of the patient is unknown. A5. Ethnicity is unknown. A6. Race is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a registered nurse (rn) contacted technical support after changing the purge cassette and observing an air-in-line alarm. The rn attempted to de-air the purge cassette multiple times without success. The rn subsequently replaced the purge cassette, after which the air-in-line alarm resolved. No additional alarms were reported following the purge cassette replacement. No signs or symptoms of patient injury were reported, and no patient harm was reported in association with this event.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. Upon review, it was identified that the implantation date (d6a) and explantation date (d6b) was not available at the time of the initial report and has now been provided following follow-up. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of priming problem was unable to be determined as limited clinical details were provided and no product was returned for review.